Event description:
During vein harvesting, using the hemopro, when finished cauterizing, the device kept cauterizing even though the activation switch was not being pressed. Unit was replaced with another device to finish the procedure.====================== manufacturer response for endoscopic vessel harvesting system, vasoview hemopro======================manufacturer provided rga# for return evaluation and return shipping container.